Event description:
Information received from the field notes that a trans- telephonic monitor check could not verify capture, so the patient was brought in for an office check. The device could not be interrogated and there were no pacer spikes visible on the ECG with magnet placement. The patient's rate was about 65 bpm. Subsequently, the device was replaced.